Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a mid-descending thoracic aortic aneurysm. A talent thoracic proximal main deployed without issues. The patient had no aortic angulation but small and calcified iliacs which pushed the delivery system forward during deployment. The fellow was deploying the stent graft; however, the fellow did not pull back on the distal main device when the covered stent started to misaligned. Also, the iliacs seemed to push the device forward. An additional stent graft was implanted to intervene. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: related to operational context (failure to pull back during misalignment); patient's condition affected effectiveness of device (small and calcified iliacs). Evluation, conclusions: user error contributed to event (failure to pull back during misalignment); device failure/lack of effectiveness related to patient condition (small and calcified iliacs).